Event description:
On (B)(6) 2011, a mini arc precise was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that the mesh, "has caused severe and irreversible injuries, conditions, and damage." It was also alleged that, as a result of the mesh, "plaintiff began experiencing recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh," and that "plaintiff has suffered and continues to suffer from chronic physical pain and severe emotional injuries." Also alleged, she had "pain and suffering" from "severe and permanent personal injuries," and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.